Event description:
The pt reported blood glucose results of "249 mg/dl and 120 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The pt also reported blood glucose results of "203 mg/dl and 192 mg/dl" with the lifescan meter, performed within 10 minutes of each other during the troubleshooting performed on the telephone with the one touch customer advocate. The meter, test strips and control solution were replaced.